Event description:
It was reported that during a da vinci-assisted procedure, a port site or near a port site hematoma was observed. Additionally reported was dark superficial debris on the internal body wall at or near the cannula or instrument shaft site. No additional information was provided; it is unknown whether any intervention was required. Attempts to obtain additional information is in progress.

Manufacturer narrative:
There was no report of any malfunction with the da vinci system. Additional information has been requested and if received will be submitted in a follow-up report. Section d10 concomitant products: da vinci 5 port cannula; model and lot number were not provided.